Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report captures intraoperative issues; the post-operative pain in the hip joint has been captured under linked complaint (B)(4).

Manufacturer narrative:
Patient identifier, date of birth and weight are not available for reporting. UDI: (B)(4). Some of the leaked cement was explanted on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. Reporter phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A device history record review was performed on part # 07.702.040s, lot # 5m53150: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 16.mar.2016 expiry date: 31.dec.2018. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the first proximal femoral nail antirotation (pfna) augmentation procedure (traumacem v+' pmma) was performed on (B)(6) 2017 by senior orthopedic surgeons. The procedure was performed for a patient with oncological pathology in the proximal femur and femoral neck, one of the indications for this procedure. The augmentation technique performed included. Contrast fluid was used to determine if there was a potential leakage of cement into the joint - no leakage was observed. Injection of the cement according to the surgical technique. Monitoring times allowed to inject the cement before it hardens. After injecting the cement into the femoral neck/head through the needle which was inserted through the blade, the needle got stuck in the blade. It's important to note that the needle rotated freely within the blade; however the surgeons were unable to remove the needle from within the blade. The surgeons tried for 20 minutes to remove it by the use of force, connecting a wrench to the needle and banging it out with a hammer. This attempt, however, did not succeed. The surgeons assumed that the cement might have hardened prematurely in the blade itself and that the side-opening cannula might have gotten hooked onto a piece of cement. The following action was taken/required to manage the problem during the procedure: the needle was finally removed by force using a power tool, specifically, connecting a jacob's chuck to the needle and drilling it in reverse while pulling the needle out. The distal tip of the needle broke and remained in the blade. According to the surgeon, the broken needle part that remained in the blade is not expected to cause any harm to the patient. The surgeons completed the rest of the procedure as expected. The pfna im nail was successfully implemented. Surgery was delayed by approximately 60 minutes due to the attempt to remove the needle that was stuck in the blade. In addition, hospitalization time was longer than expected for this procedure due to the pain in the hip joint experienced by the patient after the procedure. Per surgeon, during the process of removing the needle by force might have possibly led to the leakage of the cement into the joint, possible resulting in the pain experienced by the patient. To the extent the leakage could be an outcome of the banging in the attempt to remove the needle that was stuck in the blade, and then the leakage may have been the cause of the pain in the hip joint post-surgery. Arthroscopic procedure was performed on (B)(6) 2017 during which some of the leaked cement was removed. Concomitant device reported: hammer (part # unknown, lot # unknown, quantity 1), blade (part # unknown, lot # unknown, quantity 1). This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A product investigation was completed: the needle was received but the cement was not as most of it remained in the patient. The trauma needle is completely damaged. Some parts are broken off and also bent. The instrument is completely stuck. Some plastic parts are missing. The product itself did not reveal any abnormalities suggesting a specification deviation. However, some plastic part was missing due to the mechanical removal of the cannula (e.g. The handle). The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. According to our assessment, this is a handling error of the user. The only possibility to unlock the needle from the pnfa-system is to press the mechanical release. It is likely that this lock was not actuated. This would explain that the needle could still be twisted, but could not be withdrawn from the system. The provided x-rays show the removal of the needle. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.